Event description:
The customer reported that she was hospitalized due to a stroke and diabetic ketoacidosis. No blood glucose reading was reported at the time of the call. The customer's doctor did not feel that the insulin pump had anything to do with the stroke as the customer has other health issues. However, the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.